Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "for urological use only. To use: insert rounded end of catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Do not reuse. Do not resterilize. Do not use if package is damaged. Visually inspect the product for any imperfections or surface deterioration prior to use. Bard and clean-cath are trademarks and/or registered trademarks of c. R. Bard, inc. Or an affiliate." (B)(4). The device was not returned.

Event description:
It was reported that the catheter had a sharp tip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter had a sharp tip.